Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient uses beta bionic ilet pancreas system in modified closed loop. Later in the day, she was in the bathroom when she again lost consciousness. Her wife found her on the floor and gave her juice when she regained consciousness. The patient was unable/unwilling to answer the bg or cgm reading during this time. No medication was provided¿only juice, cookies, and ice cream were consumed. She was not admitted to the hospital and did not incur any injury. She was fine during the report 4 days later. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.